Manufacturer narrative:
Evaluation of the event file from the AED reveals an event on (B)(6) 2017 lasting approximately 929 seconds, with a total of 7 analysis periods, with no shocks delivered to the patient. Throughout the entirety of the event, the electronic data shows the AED functioned as designed; no AED malfunctions were evident. The details of the (B)(6) 2017 event are as follows: during the first analysis period, it appears the AED encountered asystole with CPR artifacts present for the first several seconds of analysis. The CPR artifacts presented a rhythm resembling ventricular fibrillation, a shockable rhythm, and consequently, the AED advised a shock; however, once the CPR artifacts ceased, the asystolic nature of the patient's ECG became apparent, and the AED appropriately aborted the shock. In the second, third, fourth, fifth, sixth, and seventh analysis periods, the patient's heart rhythm was asystole, a non-shockable rhythm, for which the AED appropriately did not advise or deliver a shock. After the final analysis period, it appears the AED was powered down with the pads removed by the user, prompting the AED to report a no pad warning.

Manufacturer narrative:
Although requested, the device associated with this event has not been returned. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A customer reported that their AED did not shock during a rescue attempt so they retrieved another AED. They reported that the patient initially survived, but then died in the hospital. No additional patient or event details were provided.